Event description:
Terumo medical corporation received the following information: it was reported that during the endovascular thrombectomy procedure, a 7fr destination guiding sheath was used and the 8fr angio-seal device was then used to achieve hemostasis. However, half of the collagen sponge slipped into the artery, probably because insufficient tension was applied to the suture when the tamper tube was pushed. This resulted in 70 % stenosis of the common femoral artery. It is unclear how the procedure was completed. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. The patient remained in stable condition, and the estimated blood loss was less than 250cc. The primary disease was stenosis of the superficial femoral artery. A jetstream device from boston scientific was used for treatment.

Manufacturer narrative:
. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for investigation. The complaint was confirmed for vessel occlusion as the collagen moved into the artery. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits.